Event description:
International affiliate reports that valve was implanted 2 to 3 years ago and no adjustments to the valve were required during that time. Recently the pt experienced an abnormal gait, the valve pressure could not be changed, and the device was explanted and replaced. During the explant procedure the surgeon found the ventricular catheter to be stuck in the choroid plexus and the catheter to be blocked.